Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens was explanted and later replaced with a longer length lens and this resolved the problem. The cause of the event was reported as a patient related factor and noted the device did fail to perform as intended.